Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that while administering flolan at home, the "cassette not administered" alarm suddenly occurred. It was just before changing the drug solution, so was likely that 22.3 hours had passed since the start. After replacing the pump, it worked without any problems. The event occurred in the patient's home. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during patient use, no patient harm/adverse event was reported.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed or replicated.